Event description:
It was reported that the system was removed due to infection; the pt had developed meningitis. The pt had meningeal signs and symptoms, and a culture was obtained of the cerebrospinal fluid (specific symptoms and culture results not reported). The stimulator system and the pump catheter were explanted. The pt was treated with perioperative antibiotics. The infection resolved, and the pt recovered without sequela.